Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure got delayed for less than 20 minutes and completed as planned by using a third-party mobile c-arc system. During onsite visit, the field service engineer (fse) analyzed the system logfile and identified converter 2 short circuit. Upon troubleshooting, fse swapped the high voltage converters in the rx generator and identified the error shifted to converter 1. The fse identified the rx generator was defective. To resolve this issue, the fse replaced rx converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.